Event description:
Information obtained that the patient had started experiencing an increase in seizures. Patient underwent lead replacement surgery. The explanted lead has not been received by product analysis to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information f10 adverse event problem, corrected data: supplemental #01 report inadvertently left out code 'a040101' h6 adverse event problem, corrected data: supplemental #01 report inadvertently did not code 'c070603' for investigation findings and 'd02' for investigation conclusions.

Event description:
During the lead revision surgery before the lead was replaced it was noted that the lead pin was adjusted, but the lead impedance was still high so the surgeon proceeded with a lead revision.

Event description:
Patient presented with high lead impedance and chest x-rays were ordered and the patient was referred to neurosurgery. The x-rays were reviewed by the surgeon and he could not identify a definite fracture. The x-rays have not been reviewed by the manufacturer to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.